Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was poor sleeve function. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: 'needles are not sharp and some rubber sleeves flows to inside holders."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was poor sleeve function. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: 'needles are not sharp and some rubber sleeves flows to inside holders."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: no. D9: returned to manufacturer on: 2022-07-21. H.6. Investigation summary: sample(s) were delivered to bd for investigation however they were unfortunately misplaced before they were able to be analyzed. We apologize for the inconvenience. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw water into 10 tubes, and no issues were observed relating to dull needle or sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes dull needle and sleeve leakage. Bd was not able to identify a root cause for the indicated failure modes. H3 other text : see h.10.